Manufacturer narrative:
Batch review performed on (B)(6) 2025 reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot. 2335056: 45 items manufactured and released on 05-dec-2023. Expiration date: 20-nov-2028. No anomalies found related to the problem. To date, 39 items of the same lot have been sold, with one similar reported event during the period of review. Additional devices also revised: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2240583: 20 items manufactured and released on 05-dec-2022. Expiration date: 17-nov-2027. No anomalies found related to the problem. To date, 16 items of the same lot have been sold, with one similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery performed at 10 months due to joint luxation; the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully. Metaphysis was revised to give the patient more version so it would be difficult to dislocate in the future.